Event description:
The customer reported that a pt exam was renamed and saved using another pt's name. Both pts had the same last name and same medical record number. Both pts had MRI exams for the shoulder, performed at the same facility on the same day.